Manufacturer narrative:
Samples from the complaint lots were returned and evaluated. No defects were found. Brittleness was tested by a 90 degree manual bend test: none of the needles broke. Strength was evaluated via the tinius olsen test and all needles met the expected standard. Lot history records were unremarkable with regard to the complaint. Co concludes that what ever caused the needle to break must have been a highly isolated condition. Without the actual sample we are unable to comment further.

Event description:
Customer reports, during a routin c-section the needle tip broke off inside the pt. X-ray was required to locate the needle tip. Surgery was delayed significantly. The broken needle tip was retrieved. There was no subsequent pt injury.